Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Review of the device history record was not possible as the lot number is unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Event description:
Following a left atrial flutter ablation procedure, the patient was diagnosed with a pericardial effusion via echocardiogram. The physician stated the exact cause of the effusion could not be determined and the location of the perforation was not known. The patient was prescribed medication and the effusion was resolved with no adverse patient consequences. There were no performance issues with the abbott device.